Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm or excessive no delivery alarms noted during testing. Motor passed motor test. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Intermittent button response noted during testing due to moisture damage on keypad traces.

Event description:
The customer's daughter reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer's daughter was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.